Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic not folding and it was pointing straight back and was jammed around blue lens advancer upon loading with no patient contact. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).